Event description:
It was reported that a patient presented with infection noted on the patient's implantable cardioverter defibrillator system. Surgical intervention was taken to explant the system on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.